Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in january, the patient was no longer able to hear with his cochlear implant system. The patient was sent a new speech processor tempo+ to eliminate problems with the external equipment; however, the patient was still without sound. Testing carried out confirmed that the device has malfunctioned.